Manufacturer narrative:
(B)(4). Concomitant medical products: kne-nexgen-bearings-unk item # unknown lot # unknown, kne-nexgen-patellas-unk item # unknown lot # unknown, kne-nexgen-stems-unk item # unknown lot # unknown, kne-nexgen-tibial trays-unk item # unknown lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported the patient underwent a left total knee arthroplasty; subsequently, a radiograph of the patient's left knee revealed evidence of loosening of the femoral component.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.